Event description:
A customer reported a malfunction on their pump, indicated by a malfunction code. It was unclear whether this issue impacted the customer's blood glucose levels as they did not provide specific information. The customer received assistance from technical support to reset the pump, and the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact technical support if any further issues arose.